Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reloaded calibration files. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system experienced calibration and collimator errors during boot up; however, system was able to fluoro without any problems. System lost calibration files for unknown reason. No report of patient injury.